Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and system sensor test due to faulty gold sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and customer was able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.